Event description:
The clinic reported that a laser vision correction patient presented with loss of best corrected visual acuity (bcva) and blurry vision 22 months after surgery. The patient had no comments/agreed to see specialist. Patient was send for a second opinion and check for retinal disease. Bcva: right eye pre-op 20/20 post-op 20/40. Left eye pre-op 20/20 post-op 20/40 .

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.